Event description:
It was reported the pt was hospitalized after being implanted due to blood clots. The next course of action is unknown.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.